Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00046. It was reported the patient experienced infection. Subsequently, the patient underwent surgical intervention in (B)(6) 2016 (date unknown) at which his entire scs system was removed. The patient was prescribed oral antibiotics. The infection resolved following the procedure.